Manufacturer narrative:
This report is submitted on august 27, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient underwent revision surgery (date not reported). During the procedure the surgeon performed a mastoidectomy and explanted the device. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is filed on october 23, 2018. (B)(4).